Manufacturer narrative:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this supplemental report is required on december 15th, 2015. This is a supplemental report for MFR report # 8010047-2015-00321 to correct brand name.

Event description:
The subject device was used during an open gastrectomy and an unspecified error occurred. The procedure was completed with another similar device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the ptfe pad of the device was severely worn and the metal part was exposed. Both the probe tip and the grasping section had contact marks with each other. The probe was not broken. The manufacturing history was reviewed, with no irregularities noted. Considering the eval result of the device, omsc concluded that the ptfe pad worn since the user continued activated output without grasping anything (including after the tissue separated). Then the grasping section with the severely worn pad and the probe contacted, which caused the reported error and the contact marks. Based upon the finding of the eval, this report appears to be related to user handling.